Event description:
It was reported that cadd reservoir cassette had leakage of medical fluid. No patient injury.

Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Functional testing involved leak testing. No leak was detected an no air bubbles were observed. Based on the investigation, the complaint allegation was not confirmed.